Event description:
It was reported that during a surgical procedure conducted at the user facility the device would not hold a blade and the trigger was not working properly, causing a procedural delay of 30 minutes. The procedure was completed successfully using back-up equipment; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The reported malfunctions were confirmed by a manufacturer repair technician through functional evaluation. Signs of non-stryker work on the internal components of the device were noted during failure analysis. Unauthorized modification of these components is a potential cause of the reported event. The device instructions for use states that no service should be attempted on the device system components and that all concerns should be directed to stryker service. Stryker recommends that all failures and maintenance associated with its devices should be directed to trained stryker service professionals.